Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported that while creating the incision for a corneal ring implant, the laser perforated deeper than expected in the incision site, in the right eye. Bubbles were noted in the anterior chamber. Additional info was received from the surgeon, who indicated that the event resolved, and the bubbles dissipated after twenty minutes. There was no unplanned medical intervention performed. In the surgeon's opinion, it is unk whether the laser contributed to the event.